Event description:
Pt admitted after auto accident with trama to chest; chest tube inserted and connected to drainage unit. The pt went to or for thoracotomy. During preparation for surgery she had a cardiac arrest. After death the drainage unit was found to be clamped. It probably happened when someone leaned against the clamp & it closed. Pt had 3000cc blood in chest. Pt was very severely injured & had a lacerated vena cava, ventricle & liver, but the clamp should not be able to "clamp" so easily.